Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, and has been revised to a malfunction. Additional information was requested and the following was obtained: per the surgeon, the issue came from the patient's anatomy and not the stapler. What color cartridge was used? Was it a gst60 or ecr60. How was the leak identified? What were the indications for surgery? Was there testing done intra-operatively to confirm pneumostasis? Were there any anesthetic problems waking the patient after the surgery?

Event description:
It was reported that after a vats lobectomy procedure, while the patient was in the recovery room, there was a leak on the bronchus. The patient was sent back to the o.r. The surgeon did a thoracotomy to find and fix the leak. The surgeon says there were some staples that were not formed properly.